Event description:
It was reported from (B)(6) that this patient could not connect the battery to power port 2. On inspection it looked like there may be a damaged pin but difficult to assess. The ventricular assist device (vad) coordinator also could not connect a power source to power port 2. The facility performed a controller exchange, removed the controller from service and provided the patient with a replacement device. There was no patient injury as a result of this event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Controller (B)(4) was returned to the manufacturer for evaluation. There was no patient injury as a result of this event. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications. The controller failed visual inspection as a result of a bent pin on the power source 2 connector; thus confirming the reported event. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. User related contributing factors that may have contributed to this event include attempting to connect power sources to the controller without aligning the connectors. In may 2015, a field safety notice (fsca apr2015a) was issued to clinicians to be delivered by sites to patients currently on device. It provided awareness, warnings, and safety mitigation regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. In may 2015, a field safety notice (fsca apr2015a) was issued to clinicians to be delivered by sites to patients currently on device. It provided awareness, warnings, and safety mitigation regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.